Manufacturer narrative:
Ocd quality assurance tested pg151a in parallel with pg152a1 and the ocd house standard. The titer endpoints of all three lots of product were equivalent and found to be satisfactory. Reactivity testing conducted with all three lots of product was also equivalent and satisfactory.